Event description:
Spontaneous communication from patient who reports they have extra 7 set of needle rms 4 26 6 that had orange tubing. Rph unable to advise if ok to use. As recent shipment pat had clear tubing. Rph stated would contact koru to obtain more information. Lot#: nh2729; expiration date: 12/13/2024, and lot#: n83190; expiration date: 05/01/2025. Unknown if patient missed a dose or experienced an adverse event as a result. Unknown if patient has product on hand. Reported to (B)(6) by: patient/caregiver. Reference reports: #mw5149807, #mw5149808, #mw5149809, #mw5149810, #mw5149811, #mw5149813.